Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the 15mm connector broke into two pieces. No bubbles were observed embedded on the edge of the broken connector. Functional testing noted that a dimensional test was performed on the connector. The inner diameter and outer diameter of the distal end were within specification. It was reported that the device had a damaged connector. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a damaged connector. There was no allegation of patient death or serious injury reported. Medtronic's initial evaluation of the incident device found a damaged connector.